Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/02/2015 with the following findings: the up and down buttons were intermittently responsive. The up, down, and contrast button contacts were found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that keypad button contacts were inverted. This report is made based on results of investigation completed on 11/02/2015.